Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving an intrathecal unknown drug via an implanted pump for non-malignant pain. It was reported the patient had a refill yesterday and the actual residual volume (arv) was greater than the expected residual volume (erv) (volumes not reported). It was noted they did a catheter access port (cap) aspiration and were unable to aspirate any fluid. It was noted on the date of this report, the patient was having a catheter revision. The rep checked the pump status, and it showed a motor stall and recovery, and when checking the pump logs there was not a stall or recovery log. It was reported this was the first time the synchromed ii pump was interrogated with a810 app version 2.0.1460. Discussed v2 software update and whether the patient had a MRI throughout the life of the pump. The patient reported she did not have an MRI. The rep called back on 2024-05-16 and reported the catheter was replaced due to the fact it was broken and frayed. It would be sent back for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-feb-2025, UDI#: (B)(4) h6. Imf code: f26 is applicable to the pump. Eval code method code: b20 is also applicable to the pump device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8780 catheter: the catheter was returned in three segments. Segment one consisted of the sutureless connector (sc) assembly, the proximal segment, pin connector and distal segment. Segment two consisted of the distal segment. Segment three consisted of the distal segment and anchor. Analysis identified a kink in the catheter body of segment three. Visual inspection identified a break in the distal end of segment three. Analysis identified an area of compression on the catheter body of segment three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reported that the patient had return of symptoms related to the damaged catheter. The date of the catheter explant was (B)(6) 2024. Information regarding the refill included: expected volume: 7.8 actual volume: 14.0, previously programmed volume: 20ml, previously filled volume: 20ml. The event resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.